Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: aug 15, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens and handpiece were received in the original folding carton. Visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod in the advanced position. Further inspection of the cartridge revealed that there was viscoelastic residue dispersed throughout the cartridge, suggesting that an adequate amount of ophthalmic viscoelastic device (ovd) was used. The handpiece was disassembled and the assembly was inspected, and no issues that could cause or contribute to the complaint issue could be identified. Visual inspection of the lens revealed that it was received coated in viscoelastic residue. The lens was cleaned and, no issues that could be observed. The complaint issue "haptic damaged" was not confirmed during product evaluation. Conclusion: based on the investigation, no malfunction or product deficiency was identified and the complaint issue reported could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, there is no indication that the lens was implanted. Hence, not explanted. Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: as a result of the investigation there is no indication of malfunction or product deficiency, and the reported complaint issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
The surgery center reported bent, broken haptic with an intraocular lens (iol). There was patient contact. It was indicated that the issue was not due to use error. Another johnson & johnson lens of the same model and diopter was implanted in the patient¿s right eye as a replacement. No medical or surgical interventions required. No further information was provided.